Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The malfunctioning wrench has not been received by the manufacturer for evaluation. No findings possible at this time. A replacement wrench has been provided to the site.

Event description:
A medtronic representative reported that the imaging system ratcheting socket wrench only ratchets in one direction. There was no patient present when this issue was identified.

Manufacturer narrative:
The imaging system ratcheting socket wrench was returned to the manufacturer for analysis. Investigation confirmed reported problem "the ratcheting handle only ratchets in one direction." Functional testing confirms ratchet handle is locked up. The hardware investigation found that reported event was related mechanical failure mode; malfunction ratchet handles as it is locked up.

Manufacturer narrative:
Correction: UDI number and device manufacture date provided.